Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The cause of the injury was not determined due to insufficient clinical details. The cause of the product issue was not determined without returned product investigation and sufficient clinical details, including data logs.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced suction alarms and reduced flows. The medical staff suspected the patient had a thrombus. Repositioning of the pump was unsuccessful and the pump was explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.